Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The patient's family member or friend reported that the device was implanted due to parkinson's disease. The battery was found depletion and was replaced. It was unknown what type of battery depletion occurred. It was unknown if the device was in cycling or continuous mode. The patient was well now. If additional information is received, a follow up report will be sent.